Event description:
Report received from the USA stating that the device was running hot. The device was not being used during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).